Event description:
Follow up information received reported that impedance measurements of the implantable neurostimulator (ins) were normal. The device was reprogrammed by the manufacturer's representative and the patient had "good results". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation when she was in a reclined position. The patient described the shock as "the kind of shock that takes your breath away." It took the patient awhile to turn off the stimulation and once it was off it reportedly took "some time" for the stimulation to fade away. It was further reported that since the shocking incident the patient has had some tenderness on the left flank side where the subcutaneous leads are located. It was also noted that the binder was hurting the patient's side. The manufacture representative turned the stimulation on but the patient started to report "shocking/ uncomfortable sensation" on the left buttock area but it subsided a few minutes later after stimulation was turned off. It was uncertain whether this was related to the stimulation or if it was the "normal "shocking" sensation" the patient typically has without stimulation. It was also reported that the patient "felt like the lead at the subcutaneous placement was pushing out of the skin," however the manufacture representative could not see that. Current and impedance measurements were normal at 1200-1600 ohms and the patient was at 1.4 volts for the spinal lead and .7 volts for the subcutaneous leads. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).